Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address infection and possibly had a bone fracture. The bone fracture has not been confirmed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address infection and possibly had a bone fracture. The bone fracture has not been confirmed. Doi: (B)(6) 2010 dor: (B)(6) 2010 (left hip). The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Update rec¿d (B)(6) 2014 - patient's medical records were received. Records indicate the patient was also experiencing pain. There is no new information that would change the existing MDR decision. The complaint was updated on: (B)(6) 2014. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Medical records were provided and reviewed by a medical professional. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.